Manufacturer narrative:
Other, other text: one device returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported complaint was found. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.